Event description:
It was reported that patient implanted with this product developed methicillin-susceptible staph (mssa) sepsis with lead vegetation confirmed on a transesophageal echocardiogram. The patient is not pacemaker dependent and there was no valvular vegetation observed. The device system was explanted but not returned. Of note the patient's previous device system was extracted for infection as well.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.